Event description:
Information was received from a healthcare facility via a medtronic representative regarding a flex arm used in an unknown spinal therapy. It was reported that the flex arm was loose even when tightened.  There was no patient associated with the event. The reported product had been used multiple times. No further complications were reported/anticipated.

Manufacturer narrative:
Section e: initial reporter details unknown. H3: deformation of the handle screw's screw thread was observed during incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.